Manufacturer narrative:
Submit date: 26-may-2017.

Event description:
The customer states that there is a fold on the tube. This is close to the distal point of the tube.

Manufacturer narrative:
Samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional evaluation. The customer did provide a photo image and a kink in the tube was observed. Since the physical sample was not received and only a photograph was provided that indicated the tube was not in the original packaging, the root cause was not identified, however based on previous evaluations from physical samples received with similar failure modes the most probable root cause is due to the instructions for us (IFU) were not followed accurately. According to the literature included in the product (manual), the failure mode could occur during the procedure of insertion. The insert manual which indicates that ¿to estimate insertion depth, use the tube to measure the distance from the tip of the patient¿s nose to the earlobe and from the earlobe to the xiphod process for gastric placement¿. This measurement determines the tube length therefore if the tube was inserted more than specified in the procedure, a possible coiling or kink around the stomach could occur. Due to the extreme caution, this device should only be inserted by a trained clinician. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the defect and root cause analysis. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that there is a fold on the tube. This is close to the distal point of the tube.